Event description:
Additional information indicates the extension was replaced which resolved this issue.

Manufacturer narrative:
The event of impedance issues was reported to abbott. The extension was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: the patient and device codes have been updated to reflect the additional information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-31015, 1627487-2020-31012, & 1627487-2020-31014. It was reported the patient experienced impedance issues. As a result, the patient may undergo surgical intervention on a later date.